Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during a stenting procedure performed on (B)(6) 2009 (pt age over 18 year of age). According to the complainant, during the procedure, the stent did not deploy when the deployment suture was pulled. The delivery system bowed in the stomach and the deployment suture became tangled on the guidewire preventing deployment of the stent. The stent system and guidewire were removed and the procedure was completed with a wallflex esophageal stent. There were no pt complications reported as a result of this event. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) other (suture line tangled). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).